Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during an infusion d10w the IV disconnected between a non carefusion trifuse extension set causing a leak. The IV tubing kept disconnecting from the extension set and would no longer stay secure. There was no report of patient harm.